Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that overinfused was not confirmed by baxter personnel. Accuracy tests were performed and found the pump to be delivering within specifications. The root cause was determined to be user error, therefore, no repairs were necessary for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with an overinfusion. The pump was supposed to infuse over the course of six hours but infused the contents in only three hours. According to the facility, "the nurse checked the programming and informed that the parameters were correct volume of 21 ml and flow 3.5 ml/h." The event was reported to have occurred at the end of infusion. There was no report of patient injury or medical intervention. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92.